Event description:
The customer reported that during pre-tests conducted, the trilogy evo ventilator failed the active exhalation portion of the diagnostic system setup test. The device was not in clinical use at the time of the event. No patient was connected, and no user or patient impact was reported. The device was not returned to use. Field service confirmed the reported malfunction during diagnostic testing; however, the customer declined repair, and no components were replaced. As a result, the system remains not meeting specification for the performed service. No additional service activities or part replacements were performed. The device was not returned to clinical use, and the investigation is considered complete based on the information available.